Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous left anterior descending artery (lad). A 3.50 x 20 synergy¿ stent was selected for use and advanced to treat the lesion; however, upon advancing the device, the most distal portion of the shaft broke inside the catheter. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. It was specified that the device broke while inside the guide catheter. The guide catheter involved in the complaint incident was not received for analysis. A visual and microscopic examination found that the stent struts from the centre of the stent extending proximally were severely stretched and distorted. This damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. There was no damage to the distal portion of the stent. The stent outer diameter (od) at the distal end of the stent was measured and was within specification. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken 64.2cm distal to the strain relief. A visual and tactile examination found that the hypotube was kinked close to the break and at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous left anterior descending artery (lad). A 3.50 x 20 synergy¿ stent was selected for use and advanced to treat the lesion; however, upon advancing the device, the most distal portion of the shaft broke inside the catheter. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.